Manufacturer narrative:
(B)(4). (Exemption number e2015036).

Event description:
Pentax medical became aware of a report for an event which occurred in (B)(6) involving perforation of a patient. The pentax device involved was described as an eg series; however, specific model and serial number were not provided by the facility at the time of the report. Additional information provided to pentax from the facility regarding the event stated the perforation was a stomach perforation which occurred during an endoscopic procedure on a child ((B)(6)) involving a pentax model eg endoscope (model/serial not provided) combined with an endoscopic balloon dilation and the perforation seems to be located at the oesophagus junction with the stomach and caused by "a too big dilation of the balloon". Additional information received from the facility on the patient stated the patient is well, there were no complications.